Event description:
A customer reported that while attempting to change the calibration code in her freestyle blood glucose monitor, she noticed that the unit of measurement setting was set to mmol/l instead of mg/dl. There was not report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.